Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not possible. Troubleshooting actions showed a problem with the fluoroscopy storage. The fse replaced the hard disks and returned the system to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected issue happened during the planned/non-emergency treatment, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposures. A review of the system log file also confirmed the reported problem. Upon functional testing, fse found fluoro storage was not possible due to an image disk problem. To resolve the issue fse replaced the hard disk. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.